Manufacturer narrative:
Clarifications to e.1.: phone number: (B)(6). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side rupture diagnosed by MRI and ultrasound. The device remains implanted.

Event description:
Healthcare professional reported right side rupture diagnosed by MRI and ultrasound. The device has been explanted.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ rupture: not observed. ¿ crease folding of implant: not observed. As per the investigation procedure, deformation and particles were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required for these observations.

Event description:
Healthcare professional reported right side rupture diagnosed by MRI and ultrasound. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Healthcare professional reported right side rupture diagnosed by MRI and ultrasound. The device remains implanted.